Event description:
International distributor contacted dexcom technical support on (B)(6) 2012, to report that upon sensor removal, pt noticed that sensor was missing. No symptoms are observed at the insertion site. Upon request from dexcom technical support, international distributor has tried to gather more info from pt but pt has been inaccessible.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.